Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded battery tube, corroded motor home switch and cracked case (battery tube). The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank. Customer stated they went into pool and insulin pump was not turn back on. Customer stated insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.